Event description:
N/a.

Manufacturer narrative:
DHR review: the product code 823164 with lot 4451599 conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected; a needle hole in the needle chamber was noted. The position of the cam when valve was received was 30mmh2o. The valve was leak tested, and leaked from the needle hole in the needle chamber. The valve passed the tests for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion issues were noted. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the hakim programmable valve was implanted on (B)(6) 2021 for the treatment of hydrocephalus. There was no change in ventricular size or symptoms therefore, the valve was explanted on (B)(6) 2021. No surgical delay reported.